Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a tear found in tubing near cylinders the patient had his inflatable penile prosthesis (ipp) cylinders, pump and rear tip extenders removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders and pump were implanted. It was noted that the original implant never worked after implant. It was further reported that the fluid loss was identified due to a visible hole/rip in tubing near cylinder. The patient was aware of the issues because his device was no longer working.

Manufacturer narrative:
An allegation of a fluid leak was reported. The ams700 ipp cylinders were visually inspected and functionally tested. A leak was identified in the kink resistant tubing (krt) consistent with sharp instrument damage. Cylinder 2 performed within specifications. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was not functionally tested as the allegation and event details align with the damage confirmed in cylinder 1. No further analysis is deemed necessary nor required.

Event description:
It was reported that due to a tear found in tubing near cylinders the patient had his inflatable penile prosthesis (ipp) cylinders, pump and rear tip extenders removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders and pump were implanted. It was noted that the original implant never worked after implant. It was further reported that the fluid loss was identified due to a visible hole/rip in tubing near cylinder. The patient was aware of the issues because his device was no longer working.

Manufacturer narrative:
Change to h6: include fluid loss in coding.

Event description:
It was reported that due to a tear found in tubing near cylinders the patient had his inflatable penile prosthesis (ipp) cylinders, pump and rear tip extenders removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders and pump were implanted. It was noted that the original implant never worked after implant. It was further reported that the fluid loss was identified due to a visible hole/rip in tubing near cylinder. The patient was aware of the issues because his device was no longer working.